Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss 0.2m cv disconnected from patient PICC line. The following information was provided by the initial reporter: patient's tpn/lipid line disconnected from patient's PICC line without being intentionally disconnected or manipulated.

Manufacturer narrative:
H6: investigation summary; no product or photo was returned by the customer. The customer complaint of tpn/lipid line disconnecting from the patient line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss 0.2m cv disconnected from patient PICC line. The following information was provided by the initial reporter: patient's tpn/lipid line disconnected from patient's PICC line without being intentionally disconnected or manipulated.